Event description:
On (B)(6) 2013, the patient reported that since being discharged from the hospital for an unrelated medical issue, his blood glucose (bg) has been frequently low, mostly in the morning prior to breakfast. The patient reported that on two occasions, emergency medical personnel needed to be called as the patient was reportedly incoherent. On the first occasion (date unknown per patient), he was taken to the hospital for treatment and had a reported bg of 34 mg/dl. The second occasion was (B)(6) 2013. The patient reported that his bg at this time was 37 mg/dl. The patient reported that the paramedics wanted to take him to the hospital for treatment, but the patient refused. The paramedics reportedly started an intravenous line through which they administered glucose to elevate the bg. The patient reported that he had decreased his basal rates in the pump on (B)(6) 2013 and a few times prior to that also. Review of the pump revealed no associated alarms in the alarm history and the patient confirmed the basal history was correct, as was the total daily dose history and the prime history. The patient denied any change in diet. The patient stated that his activity level has been decreased due to the recovering from the sinus infection and the patient stated he has not had to increase his basal rates due to high bg with the sinus infection. This complaint is being reported because the patient experienced low bg requiring medical intervention while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.